Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. The balloon catheter and coaxial umbilical cable were replaced. There appeared to be blood in the coaxial port. The case was switched and completed with radiofrequency. A field service visit was recommended as a result of this issue. No patient complications have been reported as a result of this event.